Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on ps1 power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failure error message, causing the system to be unusable. This error resulted in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.